Manufacturer narrative:
(B)(4). The actual device involved was returned to our contracted service provider in (B)(4). Their report states that they performed the volumetric accuracy testing four times and the pump tested in specification all four times. The pump was then tested according to the technical safety check sheet and passed all tests. Based on the results of the investigation, the pump operated as intended and the reported failure could not be reproduced. If additional pertinent information becomes available, a follow up report will be submitted. (B)(4).

Event description:
As reported by the user facility: "we run the infusion from IV bags which are covered with a dark plastic bag. We do that so the subjects cannot see the color of the fluid. We always have two people verifying the rate and time of infusion. My team set the pump to run on these two time points: 15 ml over 15 minutes; 135 ml over 45 minutes. The IV bag holds 190 ml of fluid. The bag is a 250cc bag. After the infusion was done the amount remaining in the bag was 185 ml. Therefore the subject received 5 ml of fluid over 1 hour. There was no alarms or warnings given by the pump. The team could see the drip chamber and it was dripping. No patient injury."